Manufacturer narrative:
Initial reporter is company representative. Investigation summary: the buttress/compression nut (p/n 03.037.016 lot 9411835) was received assembled on the blade/screw guide sleeve (p/n 03.037.017 lot 9359339). No visual issues were identified with the buttress/compression nut. The internal threads could not be examined since it could not be disassembled from the guide sleeve due to the damaged threads on the guide sleeve. Functional inspection: functional testing showed that the returned buttress/compression nut (p/n 03.037.016 lot 9411835) could ¿fasten and unfasten¿ along the blade/screw guide sleeve (p/n 03.037.017 lot 9359339) up to the portion of adjacent threads that are stripped on the guide sleeve. Due to the stripped threads on the guide sleeve, the buttress/compression nut cannot disassemble from the guide sleeve. Although the internal threads of the nut could not be examined, likely the threads are not damaged as no functional issues were identified with the buttress nut. Can the complaint be replicated with the returned device(s)? Yes: the reported complaint condition of cannot disassemble could be replicated with the returned devices. Functional issue of cannot disassemble is due to the condition of damaged threads on the guide sleeve under (B)(4). Device failure/defect identified? No: the device failure/defect was identified during the investigation for the buttress/compression nut (p/n 03.037.016 lot 9411835). No issues were identified with the buttress/compression nut that may have contributed to the complaint condition. Dimensional inspection: dimensional inspection was not performed as there is no defect found on the buttress/compression nut. Document/specification review: drawings, reflecting the manufactured and current revision, were reviewed. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. Conclusion: the complaint condition is not confirmed for the buttress/compression nut (p/n 03.037.016 lot 9411835) as the nut could ¿fasten and unfasten¿ along the blade/screw guide sleeve (p/n 03.037.017 lot 9359339) up to the portion of adjacent threads that are stripped on the guide sleeve. Due to the stripped threads on the guide sleeve, the buttress/compression nut cannot disassemble from the guide sleeve. The complaint condition is due to damaged threads on the guide sleeve under (B)(4). No issues were identified with the buttress/compression nut that may have contributed to the complaint condition. During this investigation no product design or manufacturing issues were observed that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device history review: part: 03.037.016, lot: 9411835, manufacturing site: (B)(4), release to warehouse date: 09.apr.2015. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance's were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an open reduction internal fixation on an unknown date, the threads of the blade/screw guide sleeve were damaged and the buttress/compression nut can no longer pass through when the surgeon was removing it from the aiming arm. The surgeon had to use mallet taps to disengage the trocar from the targeting arm. There was a surgical delay of 1 minute. The surgery was completed successfully with no adverse consequence to the patient. Concomitant device reported: unknown aiming arm (part# unknown, lot# unknown, quantity# 1), unknown wire guide sleeve (part# unknown, lot# unknown, quantity# 1), unknown trocar (part# unknown, lot# unknown, quantity# 1). This is report 2 of 2 for (B)(4).